Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
It was reported that a transpac¿ it monitoring kit was found to have a dampened aline waveform and was not flushing between the aline bag and transducer. The patient's aline catheter was flushing and drawing well, it was an issue with the aline tubing. Tubing was switched out for new tubing and upon inspecting the malfunctioning tubing, the nurse was unable to flush the tubing easily. There was no patient harm reported.

Manufacturer narrative:
The reported complaint of no reading was not confirmed. The transpac was electrically tested and a wave form was able to be zeroed with the waveform visible on the monitor. The product had performed per the specifications. A lot history review could not be conducted because no lot number(s) was/were identified.